Event description:
It was reported that the activa rc wireless recharger was not self charging and was not charging the implantable pulse generator (ipg). The device was restarted several times in an attempt to fix the issue, but these troubleshooting steps were unsuccessful. The issue was discovered out of box. The issue was not resolved so a replacement has been requested.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), ubd: , UDI#: h3. Analysis of the wireless recharger (s/n: (B)(6) found the leds scrolled continuously, device was unresponsive, and flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.